Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. A revision procedure was performed. The lead was successfully explanted and replaced with another manufacturer's lv lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.